Event description:
It was reported that, during use on a patient in cardiac arrest, the transesophageal echocardiogram (tee) probe started to vibrate and did not generate an image. The probe was removed from the patient and visually inspected. No obvious damage was observed and the probe continued to vibrate. The user discontinued use of the probe and switched to a transthoracic echocardiogram (tte) probe to continue assessment of the patient. No patient injury was reported.

Manufacturer narrative:
The reported issue is under investigation pending the return of the transducer for evaluation.

Manufacturer narrative:
The probe has been received and is under evaluation.

Event description:
It was reported that, during use on a patient in cardiac arrest, the transesophageal echocardiogram (tee) probe started to vibrate and did not generate an image. The probe was removed from the patient and visually inspected. No obvious damage was observed and the probe continued to vibrate. The user discontinued use of the probe and switched to a transthoracic echocardiogram (tte) probe to continue assessment of the patient. On (B)(6) 2026 it was reported that the patient expired.